Manufacturer narrative:
Upon receipt, the device interrogation revealed the eri battery status, a number of 325 charging cycles were recorded to the devices memory. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. In a next step the memory content of the device was inspected. The analysis of the shock holter data showed that an amount of at least 124 charging cycles were performed by the device within approximately two hours on june 25, 2021. However, the inspection, especially of the available iegms, revealed a normal and expected device behavior. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD was fully functional. The eri battery status was as expected.

Event description:
It was reported that the device will be explanted due to eri status approx. 4 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.